Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentric shaped, 28 mm in length, de novo target lesion containing a lesion bend of between >45 and < 90 degree was located in the moderately tortuous and mildly calcified, 3.5mm in diameter left anterior descending (lad) artery. After a floppy wire guidewire and non bsc guide catheter were introduced, pre-dilation was performed with a quantum 3.5/15 catheter balloon. Following pre dilation, the residual stenosis was 65%. A 3.50x28mm promus element stent was selected to treat the lesion but they could not implant the stent to the lesion. Upon withdrawal, it was noticed that the device was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).